Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the remote transmission report has reported lead impedance of greater than 3000 ohms for both the atrial and ventricular lead, but the impedance trend does not reflect this information. Additional information obtained indicated that there is a measurement error in the transmission report when in unipolar configuration mode. No device or lead performance issue is present. No patient complications have been reported as a result of this event.